Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the initial position exhibited high thresholds. During the procedure a waiting period was noted to see if the thresholds would decrease but extra-systoly appeared. The delivery system (ds) was pulled back from the leadless ipg and lost of capture was noted. The leadless ipg was recaptured. The second position noted capture and thresholds within normal limits. The physician cut the wire and start to pull on it. At that time, the patients blood pressure dropped and experienced ventricular fibrillation (vf). One external shock reduced this. The physician pulled back the wire completely and pericardial effusion was found. The patient was intubated and it was attempted to drain the blood out of the pericardial sac without success. The patient was finally opened through the chest. A huge hole was found with a damaged on the left anterior descending artery (lad). The lad was repaired. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.